Event description:
It was reported that scale marking of the bd¿ slip tip syringe with precisionglide¿ needle was not clear and could not be used. The following information was provided by the initial reporter, translated from chinese: during the pre-use inspection before injection, it was found that the scale of the product was not clear and could not be used.

Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that scale marking of the bd¿ slip tip syringe with precisionglide¿ needle was not clear and could not be used. The following information was provided by the initial reporter, translated from chinese. During the pre-use inspection before injection, it was found that the scale of the product was not clear and could not be used.

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.